Event description:
A malfunction on the pump was reported by the caller, but no notable events had occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. To address the situation, technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.